Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) did not release following complete depression of the plug deployment button and a 5-second pause before system withdrawal. There was no reported patient injury. The procedure was an angiography for a patient with an intracranial aneurysm. A 5f non-cordis short sheath introducer was placed via femoral artery puncture prior to device use. Puncture site evaluation showed no tortuosity or calcification. The physician has many years of experience using the exoseal vascular closure device (vcd), with over 500 prior cases. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) did not release following complete depression of the plug deployment button and a 5-second pause before system withdrawal. There was no reported patient injury. The procedure was an angiography for a patient with an intracranial aneurysm. A 5f non-cordis short sheath introducer was placed via femoral artery puncture prior to device use. Puncture site evaluation showed no tortuosity or calcification. The physician has many years of experience using the exoseal vascular closure device (vcd), with over 500 prior cases. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile exoseal vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and was within specifications. The functional deployment simulation evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since the device was received fully deployed and the plug was returned. The internal mechanism showed no anomalies. The cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed with no plug in the shaft. The instructions for use (IFU) provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.